Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that there was no or very low suction upon initiating cortex removal during an anterior chamber washout procedure. An advisory message displayed on the console. Another surgeons settings were used to complete the procedure. There was no patient harm. This is one of two reports received from this facility. The reporter has declined consent to follow-up.

Manufacturer narrative:
Additional information provided. As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. A sample was not returned for this complaint report; visual inspection or functional testing could not be conducted in order to establish a potential failure mode for the device. Based on the report it is possible the mode selection may have contributed to the reported event, but this cannot be confirmed. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).